Event description:
There was an allegation of a display issue with the coaguchek xs meter. The issue was first noticed on (B)(6) 2023. The entire screen was faded and the patient had difficulty reading the date and time. The patient replaced the batteries but the display remained faded and the numbers were hard to read. No results have been misinterpreted due to the issue.

Manufacturer narrative:
Occupation is patient/consumer. The meter was received for investigation. A display test was performed and an improperly contacting conductive rubber was detected. Most parts of the display segments are displayed with a weak contrast. After correcting the position of the conductive rubber by removing and reinserting, the display is faultless.